Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented to clinic for routine follow up, the device showed high voltage lead impedance in the rv-can and svc-can configurations. The device was reprogrammed to disable high voltage function. The patient had no adverse consequences.